Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the radical resection of upper left lung cancer surgery, when severing lobar tissue, after the device was fired, it was noted that some staples malformed. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.